Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 456 mg/dl at the time of incident. Customer stated that the insulin pump received insulin flow blocked alarm while bolus. Customer stated that the cannula was bent. Customer was advised to change entire infusion system. The insulin pump will not be returned for analysis.